Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. No blood glucose reading was reported. The caller stated that the insulin pump was out of warranty, and she wanted to move forward with the upgrade process and they didn't know if he insulin pump was working properly. Spoke with the customer's mother and explained the upgrade process. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.